Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the guide wire was fractured after coming into contact with a reamer during a procedure. Another wire was used to complete the procedure successfully. Attempts have been made and no further event information is available at the time of this report.